Manufacturer narrative:
Analysis found the area that was thought to be glue was an epoxy patch due to rework. Analysis was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there appeared to be glue on the header of the pulse generator. The physician decided not to implant the device. No patient involvement.